Event description:
It was reported that the device was used during an unknown procedure. The device was opened and solid tones were heard. Appropriate measures were taken to troubleshoot. Opened another device to complete the case. There was no consequence to pt.